Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Based on further review, this event was also reported in mfg report 3004209178-2018-02392. All further information will be reported under that reg report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the interstim pocket site was loose due to the absorbable, antibacterial envelope. There were no symptoms or complications reported as a result of this event.